Event description:
(B) (6). It was reported that following a coronary artery drug eluting stenting treatment procedure, the patient experienced restenosis. The target vessel was located in the proximal right coronary artery. It was treated by placement of one unknown size taxus express2 stent. At 244 days post index procedure, the patient presented for a routine follow up coronary angiogram which revealed a 68% stenosed, non-thrombosed lesion located in the proximal right coronary artery with a timi-3 flow. The reference vessel diameter was 3.4mm with a minimum lumen diameter of 1.1mm. Three days later, the patient underwent target vessel revascularization. Angiography results at that time revealed a 63% stenosed lesion with timi-3 flow, a reference vessel diameter of 3.0mm with a minimum lumen diameter of 1.2mm. The lesion was predilated and an unknown size non-bsc stent was implanted resulting in 19% residual stenosis and an increase in lumen diameter to 2.5mm. Timi-3 flow was maintained. The event was considered to be resolved 1 day later. The patient had a follow up visit 242 days post reintervention that confirmed the patient had no anginal symptoms.

Event description:
It was further reported that the target lesion was de novo, 28.3mm long, 56% stenosed with a reference vessel diameter of 3.1mm. It was treated with predilation and placement of a 3.0x32mm taxus express2 stent and a non-bsc stent without gap followed by post dilation resulting in 16% residual stenosis. Timi-3 flow was maintained. The patient was discharged 1 day later without complications on bayaspirin and plavix. It was noted that at the time of the event diagnosis, there were no ischemic symptoms. Follow up angiography at the time of the event treatment revealed a reference vessel diameter of 3.2mm and a lesion length of 12.6mm. 1 day following treatment, the patient was discharged from the hospital. It is the opinion of the physician that the event is possibly related to the taxus express2 stent.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).

Manufacturer narrative:
(B)(4).